Event description:
It was reported that before the event occurred, bag was in use for 11 hours. No additional information is available.

Manufacturer narrative:
Additional information added to b5, h6 and h10 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. According to the event description, the bag was in use for 11 hours before the disconnection of the valve occurred. Within several hours of treatment, the bag had been filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full, and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Based on the above, the cause was identified for the reported events as an unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed in the connection between the drain bag and the stop cock of a prismaflex st100 set. The event occurred after 11 hours of use. There was no patient injury or medical intervention associated with this event. No additional information is available.